Event description:
It was reported that the patient was in clinic and stated that they had been having low voltage advisory alarms when connected to charged batteries. The alarms were unable to be recreated in clinic and there was no damage noted to their equipment. Log files captured some intermittent indications of a weak connection between the batteries and clips. The patient was given new clips about a month ago when they were having low voltage advisory on their batteries. The issue was occurring on both leads but did occur a little more often on the white lead. It was recommended to have the patient switch to their backup controller and to make sure the patient was not wearing the equipment in an odd manor. The site addressed how the patient was wearing their equipment and asked the patient to clean their clips and batteries. If the issue continued, they would have the patient switch to their backup controller. Alarms resolved after the patient cleaned their batteries and clips. No system controller was exchanged at that time. On (B)(6) 2026, the patient was continuing to have power cable disconnect alarms and low voltage advisory alarms. There was no visible damage seen. The patient noted the alarms last happened on the black power cable. The alarms were unable to be recreated in clinic. Log files captured a random ¿connect power¿ events while using battery power and only occurring on the black power lead of the system controller. The controller was exchanged. They were given a new backup controller and a low flow alarm threshold (lfat) be adjusted to 2.0 was requested since the patient had a previous order for low flow software. Alarms resolved with the exchange.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2026 that the system controller was exchanged and the alarms were resolved. However, additional information was received on 22jan2026, which was reported that the patient kept going to the clinic with concerns of intermittent beeps. Per patient, these events occurred only on batteries and never on mobile power unit (mpu). The alarms were not able to be recreated. The log recorded several power cable disconnect events while connected to battery power on (B)(6) 2026. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. The reduction in the signal value is casing the low power advisory alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The first controller event log file contained data from 13dec2025 ¿ 19dec2025. The second controller event log file contained data from 01jan2026 ¿ 06jan2026. Throughout both sets of data reviewed, atypical power cable disconnect and low voltage alarms activated due to the relative state of charge (rsoc) on both power cables briefly fluctuating below the alarm threshold. The atypical low voltage and power cable disconnect alarms did not prevent the controller from supporting the system as intended. No other notable events were observed in the data reviewed. Provided information indicated that after 19dec2025, the clips were exchanged, but this did not resolve the alarm, so the controller was exchanged on (B)(6) 2026. The system controller did not return for analysis. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Section 8 of the IFU and section 6 of the patient handbook addresses how to properly care for, maintain, and store the equipment for proper use. Section 10 of the patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage advisory alarms on the batteries on (B)(6) 2025. The patient was given new clips. The alarms did not resolve upon exchanging the clips. The system controller was exchanged on (B)(6) 2026 which resolved the alarms. The exchanged clips were not intended to return for evaluation.